Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; mild detritus on the metal top was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 19,702 joules of use. The procedure was completed using a second fiber. Pt outcome: "no pt injury".